Event description:
It was reported that upon advancing the coil into the aneurysm, resistance was encountered and the coil prematurely detached. The coil was retrieved successfully using a snare. No harm was reported. Patient information - patient identifier, age, sex and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as the sample has not yet been returned. However, it is said to be available. The root cause of this complaint cannot be determined at this time. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.